Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-02362, 3005099803-2009-02363, and 3005099803-2009-02367 for the other associated device info. It was reported to boston scientific corp in 2009, that four combo cath wire-guided cytology brushes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure two days prior. According to the complainant, while attempting to extend the brush into the bile duct, the wire broke close to the brush end of the catheter. The break occurred inside the catheter with no fragments detaching into pt. The procedure was attempted with three more of the same devices; however, the same issue occurred with each. F/u indicated the elevator of the scope may have been closed due to the inexperience of the tech, resulting in the damage to the devices. The procedure was completed with a fifth cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.